Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. There were no reported patient injuriesor complications.